Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. An iliac extender endoprosthesis was implanted in the abdominal aorta acting as an aorto uni iliac device. The patient presented with significant stenosis of the distal aorta and in addition thrombus and calcification was present in the landing zones of the abdominal aorta and the left common iliac artery. According to the physician the case went very well with good looking completion images and pressure measurements. During recovery the leg became ischaemic and the patient was brought back into the operating room. It was found that the inflow of the endoprosthesis had occluded. An open procedure was carried out and an axillo-femoral bypass graft was implanted to restore blood flow. The patient tolerated the procedure.